Event description:
Customer obtained results of 103mg/dl, and 271mg/dl on (B)(6) 2007, and 78mg/dl and 232mg/dl on (B)(6) 2007. On both occasions, test results were obtained within 10 minutes on the accu-chek advantage system. No action was taken based on the readings, no adverse event reported. New system sent to customer and return requested.